Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 125-141 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Cgm alert: root cause could not be determined. Device not returned.